Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the display screen was found to be blank upon start up of the pump. The pump¿s audible tones and vibratory alarms were found to be functioning appropriately. The pump was opened; there was no visible damage found on display screen or the display flex. The display screen was re-seated and tested. The screen was still found to be blank. There was display flex was found to be defective. The display screen was replaced and the test screen was found to be functioning with no issues.